Event description:
The device was returned to the manufacturer with no reason given for explant. Follow up with the hcp indicated, the patient is dystonic and the catheter became disconnected. The patient is non-verbal but was able to sign the pump was painful, and he wanted it removed. The drug used in the pump was compounded baclofen at a dose of 12 mcg/day. In november, x-rays of the abdomen and lumbar region showed no visualization of the catheter. Four days later, the baclofen was replaced with preservative free normal saline and the patient was supplemented with oral doses of baclofen. At the time of the catheter disconnect, the patient symptoms included: fever, hypertonia, increased pain, dystonia, yelling, biting self, abnormal behavior, decreased appetite, increased agitation and abnormal sleep patterns (awake for 34 hours, sleep for 6 hours, then no sleep for 28 hours). The pump and catheter were explanted and the patient recovered with no injury.

Manufacturer narrative:
Final device analysis results revealed - acceptable catheter testing.